Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked (non-welded side seam area). The leak was discovered during preparation at the compounding center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from january 30, 2021 - february 02, 2021. H10: the device was received for evaluation. Visual inspection was performed which observed a tear at the lower left side edge where a marking was made by the customer. Functional testing was performed which revealed a leak at the lower left side edge of the bag. Additional magnified inspection identified a tear/hole where the leak occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.